Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. Examination of returned device was inconclusive in determining root cause of event.

Event description:
It was reported that patient underwent an initial elbow arthroplasty in (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2015 due to metallosis and loosening of the screws in the condyle. The condyles were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "loosening of implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." The following sections could not be completed with the limited information provided. Date implanted - (B)(6) 2011. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.